Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision to take place on (B)(6) 2013. Hip(s) to be revised: unknown. Type of hip replacement product: unknown . Reason(s) for revision: high cobalt level . Update received june 6th, 2013. Additional reasons for revision, hip side, products, implant and explant dates added. Asr revision. Asr xl - left . Reason(s) for revision: "pain and metallosis, high serum co, cr levels." This is the second part of a resurfacing to xl revision. See (B)(4) for revision of the resurfacing head. Cup implanted (B)(6) 2008. Femoral head, taper sleeve and stem implanted (B)(6) 2010. All components revised on (B)(6) 2013. Bilateral patient. See (B)(4) for other hip. 11 march 2015 - update - added implant date, manufacturing facilities and unknown stem. Update - did all previously missed mw fields, expiry and manufacturing dates. 23rd march 2015. Update 2 apr 2015: removed implant date as cup was implanted earlier than head, stem and sleeve, changed reason for revision on sleeve to noncontributing, manufacturing date for head.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision to take place on 01 jun 2013. Hip(s) to be revised: unknown. Type of hip replacement product: unknown. Reason(s) for revision: high cobalt level. Update received june 6th, 2013. Additional reasons for revision, hip side, products, implant and explant dates added. Asr revision. Asr xl - left. Reason(s) for revision: "pain and metallosis, high serum co, cr levels." This is the second part of a resurfacing to xl revision. See com 011004 for revision of the resurfacing head. Cup implanted (B)(6) 2008. Femoral head, taper sleeve and stem implanted (B)(6) 2010. All components revised on (B)(6) 2013. Bilateral patient. See com (B)(4) and com (B)(4) for other hip. 11 march 2015 - update - added implant date, manufacturing facilities and unknown stem.

Event description:
Asr revision. Asr xl - left hip. Reason(s) for revision: pain and metallosis, high metal ion levels. Doi: femoral head, taper sleeve and stem implanted (B)(6) 2010. Dor: (B)(6) 2013.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision to take place on (B)(6) 2013. Hip(s) to be revised: unknown. Type of hip replacement product: unknown. Reason(s) for revision: high cobalt level . Update received june 6th, 2013. Additional reasons for revision, hip side, products, implant and explant dates added. Asr revision. Asr xl - left . Reason(s) for revision: "pain and metallosis, high serum co, cr levels". This is the second part of a resurfacing to xl revision. See (B)(4) for revision of the resurfacing head. Cup implanted (B)(6) 2008. Femoral head, taper sleeve and stem implanted (B)(6) 2010. All components revised on (B)(6) 2013. Bilateral patient. See (B)(4) for other hip. 11 march 2015 - update - added implant date, manufacturing facilities and unknown stem. Update - did all previously missed mw fields, expiry and manufacturing dates. 23rd march 2015.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.